Event description:
It was reported that coating issue occurred. The target lesion was the hepatic artery. A 150/10 renegade hi-flo microcatheter was selected for use for a y-90 embolization in the hepatic artery. During preparation, the scrub tech noticed that the outer coating was coming off of the microcatheter. The item was not used and removed from the sterile field. The device was replaced, and the procedure was completed. There were no patient complications as a result of this event.